Event description:
It was reported that a insert slide clamp alarm occurred with a flogard infusion pump. It is unknown if this event occurred during delivery. There was no report of patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "insert slide clamp alarm" was confirmed in the sample evaluation on customer site. Service determined that the cause was a dirty safety slide clamp sensor. The sensor was cleaned onsite at the facility by a baxter field service technician to resolve the issue. If additional relevant information becomes available, a follow-up will be submitted.